Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer stated that she was nauseous and had signs of diabetic ketoacidosis. The customer's blood glucose reading was 130 mg/dl during the phone call. The customer stated that she changed the infusion set three days prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The customer was unable to continue troubleshooting as the reservoir was empty, and she did not have a new one.